Event description:
According to the reporter, on the day of the event, the blood purification center nurse was treating the patient with a dialyzer. It was stated that during dialysis, the patient experienced dizziness, with blood pressure (bp): 159/94 mmhg and p: 71 times/minute. There was no alarm/error code activated/displayed. Priming was done with a normal result. The reporting physician gave dexamethasone intravenously as a remedial action, and the symptoms were relieved. The issue was also reported to the supplies office. The procedure was continued and completed after the remedial action was done. There was no blood loss, and a blood transfusion was not performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.